Event description:
It was reported that the cartridge was damaged at the cartridge canister, interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge, successfully resumed insulin therapy.